Event description:
Related manufacturer reference number: 3006705815-2022-18042. It was reported patient had high impedances and was not receiving effective stimulation. Surgery took place and the leads were replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event was estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.